Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported by the customer that there's plastic embedded in bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube. Verbatim: customer states plastic is embedded in the inner layer of the tube. Plastic interferes with the sysmex sample probe and causes aspiration error.

Event description:
It was reported by the customer that there's plastic embedded in bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube. Verbatim: customer states plastic is embedded in the inner layer of the tube. Plastic interferes with the sysmex sample probe and causes aspiration error.

Manufacturer narrative:
H.6. Investigation summary: bd received 197 samples and one photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for damaged product was observed. Additionally, the customer samples were evaluated by visual examination and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Additionally, one hundred (100) retention samples from bd inventory were visually inspected and no issues were observed. This complaint has been confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. The following fields were updated due to additional information: d9: device available for evaluation:  yes. D9: returned to manufacturer on: 2023-07-05.